Manufacturer narrative:
The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Hmi (hygiene microbiological investigation): after a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device to the french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The product is returned to ofr rrc.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from the user: sampling from: all channels cfu: >150cfu. Bacterial identification: pseudomonas aeruginosa. Sampling from: all channels cfu: >25cfu. Bacterial identification: unknown. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the key top 1 was cut and leaking, bending section rubber glue was worn out, the key top 3 was scratched, there was play in up/down angulation and the biopsy channel had wear and tear and was replaced as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.